Event description:
A pt service rep (psr) contacted zoll customer support while attempting to fit a (B)(6) male pt to report that there were exposed wires on the power cord of the charger/modem. The pt received a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (exposed wires on the power cord) has been confirmed. Upon eval. The power brick connector was defective. The root cause of the defective connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The pt received a replacement battery charger.